Event description:
Wire broke during placement procedure of an arterial line in left radial artery. 1cm incision made into the wrist area where wire was half in and half out of the artery and was removed - area sutured. Pt undergoing a posterior spinal fusion with segmental instrumentation t4-l1 with right iliac crest bone graft and was already under anesthesia.